Manufacturer narrative:
Post-op x ray image provided shows anterior migration of a l5-s1 plate and graft from a alif procedure. This may be a result of instability at the level which may have required posterior supplementation on incorrect surgery/placement initially. No intra-op films are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, plate migrated anteriorly. No future surgery was planned. No patient complications were reported as a result of the event.